Event description:
Approximately 38 months after implantation, a high out-of-range pacing impedance was reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The lead was visually checked during the analysis. The analysis found multiple signs of abrasion along the lead body. Especially 42 cm distal of the is-1 connector pin, the lead body was found to be severely damaged by squashing and deformation. At this site, all coils were found to be broken. This damage is with high probability the cause of the clinical complaint. The observed damage pattern requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.